Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one open and used cassette and one piece of broken thread, tested the knot pull tensile strength of the open cassette received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The wire broke during uterus suture, the thread broke during surgery.